Event description:
Two sensation iabs ruptured inside a patient between this weekend and today. Staff noted blood in tubing and called md. This is #2 of the complaints for one patient. Patient status: was made comfort care at her request and died (B)(6) at 9:30 pm. On (B)(6) email from the sales representative confirmed that patient was very sick and that death wa not attributed to the product. Maquet intra-aortic balloon pump was placed for cardiogenic shock. It was noted that the balloon had ruptured. She was taken back to the cath lab where the balloon pump was removed and a new one inserted. We had a similar event occur with another intra-aortic balloon pump which was inserted and had to be replaced. The device was not retained so no other product information available. Followup email with contact stated: the one patient who experienced 2 balloon ruptures (patient (B)(6) on both medwatch reports) had a non st elevated mi and was in cardiogenic shock. On catheterization, she was found to have a apical obstruction of the left anterior descending coronary artery and a significant ventral septal defect. Per her own wishes, she wanted to be a do not resuscitate patient... After the second balloon ruptured, the family requested that we not attempt to insert a 3rd balloon and she was made comfort care and expired. Followup from contact on (B)(6) stated: "the iab was not responsible for her (the patient's) death.

Manufacturer narrative:
The product was not returned for evaluation. (B)(4).